Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited noise on the atrial channel. No intervention was performed. No patient consequences were noted.